Event description:
Additional information received reported that the patient experienced a lack of pain relief. After ins replacement, the patient received good pain relief.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 7425, serial# (B)(4) found no significant anomaly. Telemetry and output were okay. The ins is at an end-of-life condition. No parameter history is available so the expected life cannot be determined. Based on the fact that it was implanted 108.7 months, it is assumed to be normal battery depletion. Analysis of the implantable extension model 74896643, serial# (B)(4) found a broken conductor at the proximal end. (B)(4).

Event description:
It was reported that during surgery for an implantable neurostimulator (ins) battery replacement (due to normal depletion), it was discovered that a part of the extension connector was left inside the battery. The extension and battery were both explanted and retunneling was performed for a new extension. No patient harm or injury was reported and the patient regained pain relief. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2003-(B)(6), explanted: 2012-(B)(6), product typ extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.